Manufacturer narrative:
Product evaluation: when received in service and repair, the incoming inspection found that the device was not running. Pre-repair temperature testing could not be performed. Evaluation still in progress.

Event description:
It was reported that 'while the handpiece was being used, it overheated making abnormal noise. How long it took to overheat is unknown." There was no reported patient impact.

Manufacturer narrative:
Date of this report: 06/15/2016. Date received by manufacturer: 09/06/2016. Product evaluation: when received, the device did not work; the motor was seized due to corrosion. Wear and tear was confirmed on the motor, bearings and other components. The device was disassembled, cleaned, repaired and successfully tested to specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.